Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer alleged "pharmacy data are not transferred". The device was not in use on a patient.